Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 27-mar-2017: follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to female patient who had essure (fallopian tube occlusion insert) inserted and she presented a perforation with essure, it was missing from one fallopian tubes (interpreted as fallopian tube perforation), serious event due to its medical importance and anticipated in essure reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, essure was missing from one fallopian tubes and physician diagnosed a perforation with essure, a surgery was performed to remove fallopian tubes. Given event's nature, causality with essure cannot be excluded. This case was regarded as incident since a surgery to remove fallopian tubes was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. Further information could not be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed, spontaneous case report refers to female patient who had essure (fallopian tube occlusion insert) inserted and she presented a perforation with essure, it was missing from one fallopian tubes (interpreted as fallopian tube perforation), serious event due to its medical importance and anticipated in essure reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, essure was missing from one fallopian tubes and physician diagnosed a perforation with essure, a surgery was performed to remove fallopian tubes. Given event's nature, causality with essure cannot be excluded. This case was regarded as incident since a surgery to remove fallopian tubes was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. Further information is awaited.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("perforation with essure (essure was missing from one of fallopian tubes)") in a female patient who received essure for female sterilization. On an unknown date, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced fallopian tube perforation (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (surgery to remove fallopian tubes). Essure was withdrawn. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. Company causality comment: this medically confirmed, spontaneous case report refers to female patient who had essure (fallopian tube occlusion insert) inserted and she presented a perforation with essure, it was missing from one fallopian tubes (interpreted as fallopian tube perforation), serious event due to its medical importance and anticipated in essure reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, essure was missing from one fallopian tubes and physician diagnosed a perforation with essure, a surgery was performed to remove fallopian tubes. Given event's nature, causality with essure cannot be excluded. This case was regarded as incident since a surgery to remove fallopian tubes was required. The product technical analysis and further information is awaited.